Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not turn on. It is unknown under which circumstances this event occurred. There was no patient involvement and no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not turn on. It is unknown under which circumstances this event occurred. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse ordered and replaced the power supply. Once the replacement was made, the batteries started to charge and the right voltages were being produced. The iabp was left at the biomed shop to charge over night. The batteries were fully charged the next day. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not turn on. There was no patient involvement, and no adverse event reported.